Event description:
A selectra mph-45 biotronik catheter serial #(B)(4), lot #05167509 was left in pt after aicd placement; 9 french sheath and guiding catheter place for the coronary sinus and contrast injection made in coronary sinus .014 whisper ms wire inserted. Coronary sinus lead inserted and advanced and tested, repositioned and tested. The surgeon was pulling and cutting with a slitter guiding catheter after sheath ws removed. A 10 cm piece from guiding catheter was left and will stay on the lead. Two vascular surgeons were called and their recommendation was to leave the piece of guiding catheter in the lead and not remove it. The catheter with lead in the superior vena cava.